Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during use the PICC line was leaking. There was a potential harm as chemotherapy was delayed whilst a new line was inserted. On the day the issue was found the line had been flushed with normal saline. Cytotoxic drugs would have been through the line a few weeks before. No other information provided, at this time.